Manufacturer narrative:
Batch review performed on 14 december 2020: lot 2000177: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event. Additional implant involved: ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 174708. Batch review performed on 14 december 2020: lot 174708: (B)(4) items manufactured and released on 8-oct-2017. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
The patient came in after 2 months from the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and insert. The surgery was completed successfully.